Manufacturer narrative:
(B)(4). The complaint iw990 infant warmer was returned to fisher & paykel healthcare (f&p) regional office in (B)(6) and was inspected by a trained f&p technician. Our investigation is based on the photograph and information provided by the regional office in (B)(6). Visual inspection of the photograph revealed that the head of the iw990 infant warmer was cracked. It is likely that the reported cracking on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The product technical manual of the infant warmer features a diagram of the infant warmer which highlights the plastic surfaces of the unit containing components made from polycarbonate or acrylic, and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning products.

Event description:
A healthcare facility in (B)(6) reported that an iw990 wall mount infant warmer was not working properly. Upon servicing the head housing of an iw990 wall mount infant warmer was found to be cracked. There was no patient involvement.